Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the paramedics had to be called because his son had a low blood glucose of 48 mg/dl which was treated with food and juice. The blood glucose at the time of the call was 211 mg/dl. Troubleshooting was performed on the insulin pump and all functional tests passed. The drive support cap was recessed. Nothing further was reported.